Manufacturer narrative:
Patient''s date of birth, age unk. Patient''s gender unk. Patient''s weight unk. Patient''s ethnicity/race unk. Relevant tests/laboratory data unk. No concomitant devices reported. The device was not returned, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the patient''s left anterior tibial (at) artery. The physician chose a spectranetics quick-cross support catheter to treat the patient. During use, the quick-cross device separated in the area of the lesion. The physician used a snare to successfully retrieve the separated portion from the at region. The procedure was completed with a new quick-cross catheter with no reported patient harm. This report captures the quick-cross for shaft separation, requiring intervention for removal.

Event description:
This event is no longer reportable for shaft separation that required intervention to retrieve. Per the returned device analysis, the quick-cross catheter was returned intact with no separation observed.

Manufacturer narrative:
B5: based on the device evaluation and investigation, this event is no longer reportable. D9: the device was returned to the manufacturer on 24oct2022. G3: the device evaluation and investigation were completed on 27oct2022. H3: the quick-cross device was returned intact with no separation observed, and showed normal signs of use (slightly crushed at the distal tip). However, a portion of a non-philips device was received along with the quick-cross. H6: based on the device evaluation and investigation, the event has been determined to have been caused by non-device related factors. Therefore, the heic code was corrected to 2199 (from 4641 on the initial MDR). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.